Event description:
International customer reports that a patient underwent bilateral breast reduction in 2009. The surgical drains were mismanaged post-operatively. "The drains were clicked shut during maintenance and subsequently not reopened to accept appropriate vacuum to operate." No adverse patient consequence was reported. Additional information was requested; no further information was provided.

Manufacturer narrative:
Conclusion: user error caused this event. The drain was reportedly clicked shut, and not reopened to vacuum. The product insert warns the user that an effective closed suction drain system requires maintenance of the system to preserve patency. This is one of two medwatch reports being submitted as two separate devices were used. See 2210968-2009-00307 for associated medwatch reports. The same patient is represented in each medwatch.